Manufacturer narrative:
(B)(4).

Event description:
The customer reports the ars (syringe) leaked during use. Another syringe was used.

Manufacturer narrative:
Qn# (B)(4). The customer returned one arrow raulerson syringe (ars). The ars showed signs of use; however, no issues were identified. A vacuum leak test was performed on the ars syringe per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and successfully snapped back into a position = 1cc from the starting position. Therefore, the sample passed the functional inspection. A push leak test was also performed on the ars per inspection procedure. With the plunger body fully out of the barrel, the tip of the ars was occluded, and the plunger was pushed into the barrel. Resistance was felt, and the plunger body was not be able to move to the bottom of the syringe; therefore, the sample passed the push leak test. The syringe was able to successfully draw and aspirate water with a lab inventory introducer needle attached. No issues were identified. A device history record review was performed with no relevant findings. The complaint that the ars leaked could not be confirmed through functional testing of the returned sample. The ars sample passed the vacuum leak test, the push leak test, and functional testing with water. No leaks were found during testing as the syringe was able to successfully aspirate. The probable cause of the complaint could not be reproduced with the returned sample; therefore, no further action will be taken. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the ars (syringe) leaked during use. Another syringe was used.